Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with episodes of non-sustained rv oversensing (nsrvo). It was confirmed that this was due to post-paced t-wave oversensing (pptwos). Programming changes were recommended but had not been made. No patient consequences reported.